Manufacturer narrative:
Patient identifier: multiple= (B)(6). Concomitant medical products = alinity c alt, ln 07p98-20, lot 54119uq10; alinity c urea nitro reagent, ln 08p16-30, lot 65065un18. Correction/removal reporting number = 3002809144-01/28/20-001-c. A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer stated that after the alinity c processing module showed error 5745, they had processed samples and falsely decreased ast, alt and urea nitrogen results were generated. The customer restarted the analyzer and reprocessed the samples, which then they got values consistent with the patient history. The following patient data was provided: sid (B)(6) initial ast < 3 u/l ; retest ast 17 u/l. Initial alt < 5 u/l ; retest alt 14 u/l. Initial urea < 6 mg/dl expc; retest urea 73 mg/dl expc, high. Sid (B)(6) initial ast < 3 u/l; retest ast 26 u/l. Sid (B)(6) initial ast < 3 u/l; retest ast 17 u/l. Initial alt < 5 u/l; retest alt 12 u/l. Sid (B)(6) initial alt < 5 u/l ; restest alt 38 u/l. Initial ast < 3 u/l; retest ast 35 u/l high. Sid (B)(6) initial alt < 5 u/l; retest alt 11 u/l. Sid (B)(6) initial urea 9 mg/dl expc, low; retest urea 23 mg/dl expc. The customer reported that the r2 tip was noted to be out of alignment and the dryer tip is in the wrong position. No adverse impact to patient management was reported. Further review determined the falsely decreased results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.